Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 525 mg/dl. Customer woke up to go to the bathroom and advised they are getting no delivery alarms. Troubleshooting for the no delivery alarm was performed. Customer advised the insulin pump did not alarm no delivery with manual prime and changing the reservoir resolved the issue. Customer was advised to return the reservoir for analysis.